Event description:
It was reported that, the patient with the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead presented to the hospital for eight suspected inappropriate shocks due to atrial fibrillation (af). Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery and high shock impedance out of range. Subsequently, the technical services (ts) recommended to clear the fault, evaluate pulse generator and lead system integrity and to consider replacement of the lead system. At this time this rv lead remains in service. No additional adverse patient effects were reported.